Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that stent would not cross the lesion. Vascular access was obtained via right femoral artery. Target lesion was a concentric, de novo lesion was located in the moderately calcified and severely tortuous left anterior descending artery with 90% and was a 35 mm long . The lesion was predilated with a 2.25 x 20 unspecified balloon catheter which reduced the stenosis to 85%. A 2.75 x 38 mm promus element long drug-eluting stent encountered resistance during advancing and as the lesion was quite tight, the stent was not able to cross in the target lesion. The lesion was noted to have a significant bend <=45 degrees. Post dilatation was performed using an unspecified size nc balloon catheter with the implantation of a 2.50 x 38 unspecified stent. The device was retrieved intact. No patient complications were reported and the patient status is stable post procedure. However, returned device analysis revealed foreign matter in the device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. It was noted that white threads of what appears to be cotton from a swab/piece of gauze were visible on the stent. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).